Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl to 290 mg/dl. The customer was assisted with troubleshooting. The customer had low at night while sleeping chipping when the customer unscrew the reservoir, unexplained non delivery alarm. Customer stated that lost sensor alarm and calibration error. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.